Event description:
It was reported that the user experienced fluctuating blood glucose (401mg/dl, 51mg/dl) while using the ilet and treated lows with approximately 15 g of carbohydrates every 15 minutes, sometimes followed by hyperglycemia; the user requested a factory reset and was advised to consult clinical support before proceeding, and the report included both high and low glucose events with alerts and oral glucose used for correction. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and education regarding meal announcements, avoidance of using the system to correct highs, and guidance to coordinate any factory reset with clinical support. Investigation of this case revealed that the cause of the hyperglycemia and hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.